Event description:
Allegedly, eprd reported 73 new complications for evolution® tibial tray including monobloc revision (20 infections, 7 loosening, 24 other and 22 unknown). No further information was reported. This incident is capturing 20 infections.